Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for the event and was discharged from the hospital 10 days after the event onset. The patient outcome was not reported. It was reported that the patient experienced a relapsing peritonitis event manifested by abdominal pain, nausea and "intermittent bowel habit" 20 days after the previous episode. On the same day, the patient was treated with vancomycin (1gm, every 72 hours, intravenous) for peritonitis. A day after the onset of the relapsing episode, the patient was treated with amikain (100mg, per 7 days, intraperitoneal) for the event. Two days after, the patient also experienced cloudy effluent and was hospitalized. The cause of the events was not reported. On an unknown date, the patient was treated with cephalothin and amikacin (intraperitoneal, for 3 days) for the event. Five days after the onset of cloudy effluent, pd therapy was discontinued, and the patient was switched to hemodialysis. At the time of this report, the patient has not recovered from the relapsing peritonitis event. No additional information is available.